Event description:
It was reported, "patient was doing satisfactorily when he fell while doing field work. He had a periprosthetic fracture with femoral component subsidence, huge effusion of his right knee with pseudogout and medial compartment arthritis."

Manufacturer narrative:
Additional information has been requested; and if received, will be provided on a supplemental report.